Event description:
Reportedly, during a colostomy reversal, the surgeon was attempting to pop off from the suture and the needle broke. The tip remained in the needle holder and the rest of the needle was a small fragment that could not be located on the surgical field or the floor. X-ray was performed and nothing was visualized in the pt's abdomen. Surgery was finished and pt went to recovery room in stable condition. None of the needle or suture was saved. No add'l info was available.

Manufacturer narrative:
.